Event description:
It was reported that the insulin pump alarmed no delivery, lost sensor and weak signal. The blood glucose reading at the time of the alarm was unknown. The customer stated that he was unable to troubleshoot for the alarms because these were past events. He declined to return the infusion set and the reservoir for analysis. He stated that he had already changed the infusion set. He reported that his blood glucose reading was elevated. He stated that he ignored the weak signal alarm and reconnected the sensor in the morning. He was advised on recommended sensor use protocol, and nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.